Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously occurred in pt's anatomy and caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that a stent dislodgement occurred during prep or unpacking. The device was not used in the pt anatomy. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. If the device is mishandled or not prepped per the instructions for use (IFU), stent movement/dislodgement can occur. However, without the product to analyze or a part and lot number to review mfg records, no conclusion can be drawn for the root cause of the stent dislodgement.